Event description:
It has been reported to philips that the c-arm would not move. There was no reported patient or user harm. A philips field service engineer (fse) replaced the potentiometer assembly and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a cerebrovascular surgery and the surgery was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm couldn't move and the power supply was switched off. The system displayed "stand movement partly available" warning message. The fse checked the logfiles and found that the beam propeller potentiometer was defective. The fse replaced the potentiometer assembly and performed the stand position and current calibration to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.